Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the jaw/tip broke off of the large suturecut needle driver during use. A fragment fell into the patient and was retrieved during the same procedure. All pieces were retrieved. The instrument was replaced, and the procedure was completed. The procedure was completed.

Manufacturer narrative:
The large suturecut needle driver instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 6.14 mm x 2.08 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
Refer to h11 for follow-up information.